Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten days post-implant the patient was not feeling well. The right atrial (ra) lead exhibited possible capture of the right ventricle. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.